Manufacturer narrative:
(B)(4). PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that there was a red string particle type fiber inside the c-flex double pigtail ureteral stent set packaging. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation evaluation: a visual examination of the returned device was conducted. A review of complaint history, the device history record, manufacturing instructions, and specifications was also performed. One unopened package labeled rpn 036310 with label lot number 8772944 was received. Visual examination confirmed brown foreign matter similar to cardboard is trapped inside the sealed package. Based on the evidence presented by the sample, this event has been attributed to a packaging event. A review of the device history record found there are no non-conformances associated with the complaint device lot number. A review of complaint history for this product/lot number combination revealed this is the only complaint associated with lot number 8772944. The cause for the reported issue is manufacturing related. Measures have been initiated to address this issue. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.